Manufacturer narrative:
The device was received with the needle mechanism fully deployed. During inspection of the fluid path a leak was observed in the exposed portion of the soft cannula. Fluid was observed leaking from this tear. It could not be determined when this damage occurred or what caused this damage. The download data shows no timeouts or high pulse widths that would indicate a struggle to deliver insulin. No other damages that would affect insulin delivery were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 14 mmol/l (252 mg/dl) while wearing the pod on the abdomen between 37 and 48 hours. A manual insulin injection was administered as treatment.